Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father confirmed smart device was not in airplane mode, wi-fi was enabled, and battery was at 100%. Advised patient's father to reset smart device, re-install dexcom g5 application, and close all other applications, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Perform voltage test. Failed voltage test (0vdc). The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.